Manufacturer narrative:
Device evaluation: an empty syringe of 1.0 ml was received with the needle still attached to it in an opened tray. No defect observed in the syringe.

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had ¿the syringe pop, and the product spilled out.¿ patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had ¿the syringe pop, and the product spilled out¿. Patient contact occurred. No injuries were reported. The packaged needle was used.